Event description:
Generator analysis was approved and the device had no reported issues. The results of diagnostic testing indicated the device performed as expected and communicated properly. Electrical test results showed the generator performed cording to functional specifications. A low battery condition was for seen the generator. Visual examination performed showed burn marks on the generator can, which indicated that the generator may have been exposed to an electro-cautery tool during device explant. Other than the low battery condition, there were no adverse functional, mechanical, or visual issues identified with the generator. Lead analysis was approved and high impedance/lead fracture was not verified within the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation cannot be made on that portion of the lead. Set screw marks were present on the connector pin meaning that at a point in time, a good mechanical electrical connection was present. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. No additional relevant information has been received to date.

Event description:
Information was received that the patient's lead and generator were replaced due to high impedance. Information was received that "a few error messages" were seen during the case. The steps taken during the surgery were listed: pre-operative interrogation, opened chest pocket and reconnected lead, test resistor pin was inserted in generator prior to explant, new generator was connected to leads prior to lead explant, and confirmed high impedance, thus lead revision. Leads were changed and connected to newly implanted generator. The generator and lead have been received into analysis however analysis has not been completed to date. Programming history was reviewed for the patient from date of implant to date of explant. High impedance was seen as expected.

Event description:
It was reported that a patient's device was seen to have high impedance. The physician "noticed changed in voice which is odd as patient still feels stimulation" appearing to mean it was unexpected that the patient would still be receiving stimulation while having high impedance, and indicating the patient is having voice alteration with stimulation and high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.